Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2021, the patient had hypoglycemia and was not aware that her blood glucose (bg) was low. The patient did not remember the error message on the screen at the time of event. The patient's husband arrived at home and found the patient unconscious and not responding to him, so he called paramedics. The paramedics revived the patient and took her to the hospital. The patient cannot remember the treatment provided by paramedics. At the hospital, they removed the dexcom and tandem pump. The patient could not remember the treatment provided at the hospital and was released after 2-4 days but did not remember the exact number of days. The patient was fine after the hospital discharge. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)